Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 2 years, 4 months. The replaced portion of the repaired percutaneous lead has been returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced speed reduction to 4160 rpm on (B)(6) 2015. A data log file was reviewed by technical service and confirmed a low speed hazard alarm while the patient was connected to the power module. The alarms appeared to resolve on its own with no reoccurrence. The system controller was exchanged for the backup system controller with a regular grounded patient cable and was monitored overnight. On (B)(6) 2015 the patient was exchanged to a pocket controller to allow for more sensitive monitoring. A consistent 20 rpm "drag" in speed was noted with the controller change, however, it was reported that there were no other issues. No electrical problems were noted upon equipment testing and x-rays of the driveline were unremarkable. After several days of monitoring, patient was discharged. On (B)(6) 2015, the patient experienced another pump stop. The patient paged the vad team members with complaints of near syncope during minimal activity. The patient was instructed to come into the emergency department via emergency services. After several hours, patient experienced a transient pump stop that resolved after a few seconds. It was noted that the patient has an over sewn aortic valve but did not lose consciousness. Additional x-rays submitted were found to be unremarkable. On (B)(6) 2015, a distal end percutaneous lead repair was completed due to the reported low speed and pump stoppage events, although the location of electrical disturbance was unable to be located with diagnostics. Although no further alarms were reported, the patient's pump was exchanged on (B)(6) 2015 given the patient's lack of reserve due to an over sewn aortic valve. The patient remains ongoing on the replacement pump with no further issues reported.

Manufacturer narrative:
A direct correlation between the pump and the reported events could not be determined because the pump was disposed of and will not be returned for evaluation. The evaluation of the submitted system controller log files confirmed the reported pump speed reductions which appeared to occur while the patient was operating on the power module. The portion of the repaired percutaneous lead (lead) was returned for evaluation. Approximately 21¿ of the external portion/distal end of the lead was returned for further evaluation. The outer silicone jacket had been cut lengthwise along the lead. Continuity testing found that all wires were electrically intact. Removal of the clear bionate revealed some breakdown of the braided shield adjacent to the metal connector and approximately 2.5¿ from the metal connector; however, examination of the underlying wires under a microscope did not reveal any area of compromised wire insulation. The lead was suspended in a saline bath for high-potential testing to check for current leakage through the wire insulation but no area of compromised insulation was identified. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: information provided indicated that the lvad pump was disposed of and will not be returning for evaluation.